Event description:
Lead remains implanted. Non-physiologic signal on rv lead channel led to inappropriate shock. Should additional information become available, it will be added to this file.

Manufacturer narrative:
On (B)(6) 2021 device explanted due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.